Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed intuitive motion. Additionally, the instrument exhibited imprecise motion when the master tool manipulator (mtms) were manipulated. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smooth. The instrument was found to have various scratches on the main tube. The scratches measured approximately 0.2475¿ - 0.0500¿ in length and axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do show damage. The main tube is also dislodged.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend moved with unintuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon's head was inside the high-resolution stereo viewer attempting to manipulate the instrument. The instrument moved in the opposite direction. There was no shakiness and no instrument-to-instrument interference. The issue was persistent. There was no injury to the patient and no fragment fall into the patient.